Event description:
It was reported that the customer woke up with a high blood glucose. Customer stated that she was not able to press any buttons and the buttons are unresponsive. Customer's blood glucose was 26 mmol/l. Customer changed the battery in the pump and received a battery out limit alarm. Customer was unable to clear the alarm. Customer stated that she already took a needle. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer will be sent a loaner pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.